Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump had intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture and there was fluid under the lcd display. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that there were cracks on the battery compartment and on the top of the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.